Manufacturer narrative:
Investigation conclusion: the reported complaint of keypad failures was confirmed on 7 out of 7 keypads during testing for this investigation. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed through fi dir # (B)(4). Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history report: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 25mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 08sept2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. The issues were noted prior to patient use. This is the second faulty keypad for the following device serial numbers:(B)(6).

Manufacturer narrative:
The report of keypad failures was confirmed on 7 out of 7 keypads during testing. ¿inspection: seven front case keypads (printec p/n tc10012515) were returned inside a plastic bag. The serial numbers were written on the front display screens, presumed to indicate each pcu from which they were removed. Log analysis results: n/a ¿ logs were not provided or deemed necessary for this investigation. Test results: a keypad test was performed on each returned keypad. Each keypad was installed on the test fixture, powered on and placed in maintenance mode. The keypad test was selected and each key was individually tested on each keypad. Test results identified 7 out of 7 returned keypads failing. The proximate cause of the keypad failures is suspected to be associated with keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 03/25/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/08/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only keypads were provided for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. The issues were noted prior to patient use. This is the second faulty keypad for the following device serial numbers: (B)(4).